Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
No new information.

Event description:
The user from user facility reported that during use in a procedure at the user facility, the device was hot and burned surgeons fingers and patients mouth. Attempts are made to obtain additional information about the event.